Manufacturer narrative:
An event of residual shunt was reported. The device was returned to abbott for investigation and the device met dimensional specifications when analyzed. The device was visually and microscopically examined, and no anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported residual shunt could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the device was removed via transcatheter snare and larger device was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 6mm amplatzer vascular plug 2 was selected for implant in an aortic pseudoaneurysm inflow tract. After angiography, the vessel measured approximately 4mm. During implant, the plug was released from the cable. Follow up angiography showed that the plug was unable to block the vessel completely, resulting in a residual shunt next to the inserted plug. The plug was removed via snare and replaced with an 8mm amplatzer vascular plug 2, which was successfully implanted. No patient consequences were reported, and there was no clinically significant delay in procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.